Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) underwent a procedure in a dermatology office. A remote interrogation following the procedure revealed that tachycardia therapy had been programmed off. Additional information was provided that a magnet was placed over the device during the procedure, and that the magnet response had been programmed to turn off tachycardia therapy. The patient was brought back into the clinic, tachycardia therapy was programmed back on and the magnet response was reprogrammed to inhibit tachycardia therapy instead of turn off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.